Event description:
A malfunction alarm occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer in completing the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.